Manufacturer narrative:
Device lot number unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Instrument not returned for analysis, therefore no analysis possible. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that a spine clamp could not open or close. No patient present.